Event description:
High impedances were noted on contacts 4 through 7 but this suggested that there was no lead in the respective 4 through 7 port.

Manufacturer narrative:
Concomitant medical products: product ID 7489, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 748925, serial# (B)(4), implanted: (B)(6) 2004. Product type: extension: product ID 3887-33, lot# j0348934v, implanted: (B)(6) 2004. Product type: lead: product ID 3550-09, lot# lc1972, implanted: (B)(6) 2004. Product type: accessory; product ID 7435, serial# (B)(4), implanted: (B)(6) 2004. Product type: programmer, patient. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that the patient was not feeling stimulation today. The patient was meeting with the manufacturer representative and with some programming adjustment the patient was able to feel stimulation at higher voltages. There was no known accident or incident related to this event. An impedance check at 3.5 v, 450 pw, found the following: 01=1432 ohms;02=986 ohms; 03=???; 12=1432 ohms; 13=1758 ohms; and 23=762. The patient had two programs a1 (parameters 3.0 v, 450 pw, 40 hz, 2-,3+) and a2 (parameters 3.0 v, 450 pw, 40 hz, 1-,2+), wherein on a1 the patient did not feel stimulation even when increased, and on a2 the patient was able to feel stimulation slightly when it was increased to 6.0 v. It was noted that after trying various combinations, the patient did go back to a1 with the same parameters and the patient could feel stimulation at 8.4 v. Additional information has been requested and when received, a supplemental report will be submitted.